Event description:
A customer reported that the unit is not recognizing the footswitch prior to a procedure. The surgery was completed by manual removal of the cataract. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The printed circuit board (pcb) interface and the cable were both replaced. The system was tested and found to meet product specifications. The system was manufactured on january 20, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).